Event description:
Additional information received reported that the patient had feelings of depression and was not feeling well. It was noted that these feelings of depression were not device related. It was noted that the patient ¿would not kill themselves for a fear of spending eternity in hell.¿

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that a patient had suicidal thoughts when stimulation was on. It was noted that the patient would be reprogrammed and the doctor informed. It was reported that the patient said he was ¿in pain and not using the stimulator because when he does it makes him feel down and suicidal and he feels better when he turns it off (emotionally). It was reported that the patient experienced ¿less than 50% therapy relief. The patient also experienced depression and no pain relief. The patient status at the date of report was ¿alive-no injury.¿ additional information reported that the system was functioning properly and the patient had been reprogrammed with ¿no resolution to the issue.¿ additional information reported that the patient had let his battery go into ¿discharge state.¿ the patient mentioned that he was ¿done with the stimulator and didn¿t care anymore¿ because it made him feel depressed. The patient did not go to a crisis center for intervention following an attempt at persuasion by nurses. It was noted that the patient didn¿t want to use the stimulator and wanted it out. The patient outcome was unknown at date of report.

Manufacturer narrative:
"Other" was checked on the initial report. Additional review indicated that "other" does not apply to this event and should not be checked.